Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka performed on (B)(6) 2021, the patient felt unstable. A revision surgery was performed on (B)(6) 2022 to exchange the jrny ii bcs xlpe art isrt sz 7-8 rt 9mm. The current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed approximately 10.5 months post implantation due to patient ¿felt unstable¿. As of the date of this medical investigation, the requested clinical documentation has not been received. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported instability and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.